Event description:
It was reported that this pacemaker exhibited oversensing in noise resulting in pacing inhibition. The programmed sensitivity was reduced and this device will continue to be monitored. No adverse patient effects were reported.